Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00001. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that touch screen does not work. The system was in clinical use; there was no reported harm to patient or user. The manufacturer's product support engineer (pse) evaluated the device. The system was checked, the failure could not be reproduced. Pse identified smudge marks on the screen. As a proactive action, the touchscreen was cleaned, and touchscreen recalibration was done by the pse. The system works as specified.